Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It is likely that interaction with the tortuous and calcified lesion contributed to the reported physical resistance. Additionally, an interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion would have then led to the stent dislodgement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported physical resistance and stent dislodgement appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during a complex coronary angioplasty procedure of the ostial-proximal portion of the tortuous, calcified, circumflex (cx) artery, resistance was met crossing the lesion and the stent implant dislodged from the balloon. The stent implant was free-floating in the proximal vessel not deployed. The physician attempted to retrieve the stent without success and the patient had surgical removal of the undeployed stent. There was no reported patient sequela. No additional information was provided.